Event description:
Boston scientific received information that this lead was placed in a para hisian location and had dropped. Additional information received indicating that the lead exhibited high threshold. No additional adverse patient effects were reported.